Event description:
Boston scientific was notified that during a procedure the transend ex 014/205 soft tip guidewire was broken when it was taken out of its box. No complications with the patient were reported as a result of this event.